Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the nurse inflated the balloon to 18mm for 20 seconds and the balloon burst. To control the bleed, the physician injected 3 ml of epinephrine and then placed one clip at the bleeding site. According to the physician, the patient had minimal blood loss. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with a different model device. According to the physician, the patient had esophagitis, but there were no signs of an esophageal tear. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: user facility reference number: mw5118704. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.